Manufacturer narrative:
The device history records were received, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the akreos mi60lus intraocular lens. During surgery, the surgeon noted that one haptic had sheared off. Intervention was performed in order to remove the damaged intraocular lens and one suture was applied to close the incision wound. Additional info has been requested.